Event description:
Procedure: lobectomy. Reportedly, the stapler was applied to divide the minor fissure of the lung, but the device locked down on tissue and could not be opened. The surgeon then stapled on superior tissue to remove the first load.